Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3777-60. Serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The patient reported that they believe their lead has migrated. The patient noted that the issue occurred a couple of weeks prior to the report. The patient was to follow-up with their healthcare provider. No patient symptoms were reported. The patient was implanted for spinal pain and rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.